Manufacturer narrative:
Correct brand name is precision easy.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 1.1 mmol/l to 27.7 mmol/l. This meter does not show a numeric value less than 1.1 mmol/l. A blood glucose reading below 1.1 mmol/l will read as a "lo" in the adc meter.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 10.6 mmol/l, 1 mmol/l, and 10.9 mmol/l were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
After further review, issue is deemed to be use related. The customer was using incompatible test strips. A follow-up report will not be sent as no product is investigation is required.